Event description:
The customer contacted stryker to report that their device would not turn on when opening the lid. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The stryker product assessment center technician further evaluated the device confirmed the reported issues. The root cause of the issues is isolated to a faulty reed switch sw5. Device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not turn on when opening the lid. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.